Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2020 and then approximately 2 years 8 months later experienced a revision surgical procedure on (B)(6) 2023. Revision operative report of (B)(6) 2023. Post-operative diagnosis: failed left total knee replacement secondary to wear of the bearing surface. Procedure: revision left total knee replacement, tibial component polyethylene exchange. The tibial insert was then removed, and lamina spreaders were placed into the flexion gap. Flexion gap was distracted so that the posterior compartment of the knee could be exposed and debrided of the abnormal hypertrophic synovium. The synovectomy was attempted to be as complete as possible to remove all abnormal synovial tissues and any further burden of polyethylene debris. The posterior tibial areas were debrided of any abnormal synovium and then a trial reduction was performed using a 17 mm psc insert for the size 4 component. Final check for any loosening of the femoral component or tibial component was made and there was absolutely no sign of any loosening or osteolysis around any of the components. Devices were trialed and the implantation was completed. Findings: patient presented with pain, sense of instability, and significant synovial swelling and synovial expansion. His left total knee was indicated as being involved in the exactech recall. Preoperative aspiration of synovial fluid suggested a white blood cell differential count that was consistent with foreign body reaction with no signs of infection. At surgery, they found the femoral and tibial and patellar components were well fixed. There was essentially no patellar wear. The tibial component had some deep surface loss of material with deep gouging and deformity of the articular surface circumferentially around the component. There was exuberant synovial expansion in all compartments of the knee. Sterile dressings were applied. The patient was awakened, taken to the recovery room in stable condition. There were no complications during the procedure. No additional information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 02-020-11-0240 - truliant ps cem fem ps cem left sz 4; 6579544. 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t; 6526577. 200-02-38 - three peg patella 38mm; 6486875. 201-78-12 - holding pin lg head sharp point med 2pk; 5809323. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.